Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be customer's environment. Under certain conditions with excessive pump wireless network activity, the pump may enter a state where the smart battery cannot provide its status to the pump. However this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the parmguard servers were being upgraded. Per reporter, during the cut over window when the pump was disconnected from the server, the pump exhibited a "system advisory: battery communication timeout" message and shut down during infusion. Reporter stated that they spoke with clinical engineering who indicated that this is a known issue to be resolved in the next firmware update. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: canada d4: catalog number, serial number, UDI section, expiration date and h4: manufacture date are unknown, no information has been provided to date.